Event description:
The customer reported a false not detected result on the alinity m hr hpv amp kit. The customer ran a patient sample (as a control) on the alinity m system which gave a negative result. The patient is being treated for a high-grade lesion with a history of being hpv positive in 2021. A result obtained from the bd core technique was positive for genotype 45 with a high-grade lesion. The customer has stated they believe the abbott alinity m result to be false negative. The specific sid (sample ID) was not provided. There was no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: customer results were reviewed. The runs were valid. The assay met specification requirements as no error codes or flags were displayed for the run controls. The assay and software is performing correctly with correct interpretations. There is no indication that the alinity m hr hpv amp kit (list 09n15-090) lot 399143 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review: file sample testing was performed. A product deficiency could not be identified by the file sample evaluation for the alinity m hr hpv assay (list 09n15-090) lot 399143. The assay reagents performed as expected and met the assay specification requirements without any error/message codes or performance related flags on the run controls. All replicates passed and there were no instances of false negatives. Quality data review: device history record / batch record review: review of the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 399143 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m hr hpv amp kit (list 09n15-090) lot 399143 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review: a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m hr hpv amp kit (list 09n15-090) lot 399143. Complaint trending was performed and did not identify a new adverse trend. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m hr hpv amp kit (list 09n15-90) lot 399143 was not identified.

Event description:
The customer reported a false not detected result on the alinity m hr hpv amp kit. The customer ran a patient sample sid (sample ID) (B)(6) (as a control) on the alinity m system which gave a negative result. The patient is being treated for a high-grade lesion (hsil) with a history of being hpv positive in 2021. A result obtained from the bd core technique was positive for genotype 45 with a high-grade lesion. The customer has stated they believe the abbott alinity m result to be false negative. There was no report of impact to patient management. The false negative led to the recommendation in the first report of a 3-year follow-up. The customer carried out a complementary cytological study from the outset, the conclusion of which was hsil. The hsil result motivated the customer to perform an hpv dna test with e6/e7 primer (which was performed with the bd core technique).

Manufacturer narrative:
Additional information: updated d4 lot number from unknown to 399143. Updated d4 expiration date to 01/31/2026. Updated d4 UDI from (B)(4). Updated h4 to 05/02/2024. Updated b5 to include sid information and patient impact.